Manufacturer narrative:
The device was returned to olympus for inspection. B3: date of event is unknown. Additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error code e433 due to component failure on generator board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the electrosurgical generator esg-400 to the service center for a separate issue. During the device analysis, the service technician indicated the generator board had a failure, error code e433 was displayed. There was no patient involvement.